Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair on (B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. Additional information: a1, a2, b7. Additional b5 narrative: it was reported that the patient experienced pain following the surgery.

Manufacturer narrative:
Patient code: (B)(6)- surgical intervention. Additional b5 narrative: it was reported that the patient underwent revision of mesh on 6/16/2015 due to recurrent hernia.